Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the patient had a history of right and left cias replacement with artificial vessels (inner diameter = f10mm) after successfully placing the distal zta in a patient suitable for the procedure with an 8.3mm femoral artery, the proximal zta could not be advanced through the artificial vessels. The stent graft was removed and the replacement device could be advanced and placed with no problem. Review of the device history record shows that any discovered non-conformances were properly dispositioned before qc release, why there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instructions for use adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve access in some patients. Since no product was returned and no imaging was obtained, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the difficulties in advancing the zta through the artificially vessels. Consequently, the exact reason for the difficulties encountered cannot be determined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: anatomy: the patient had a history of right and left common iliac arterys replacement with artificial vessels (inner diameter = f10mm). Access route: there was no particular issue of the diameter of the access route and the target site; the right fa approach was gained (f8.3mm). There was no severe tortuosity, no severe calcification, no severe thrombus or no body motion of the patient due to general anesthesia. Preparation: the delivery system was flushed properly with following the package insert and put on a big tray (1m width) which was filled with water, so the coating on the sheath was activated. On (B)(6) 2019, a (B)(6)-year-old male patient underwent normal tevar to treat taa by the right fa approach. The patient was suitable for the procedure. The delivery system of zta-d-38-197-w1 was advanced with no problem and placed first. Then, preparation was conducted on the second device, zta-pt-44-40-233-w1, as usual and the delivery system was advanced into the patient. However, because it stopped advancing likely around the artificial cia and could not reach to the target site, it was replaced with another zta-pt-44-40-233-w1. The replacement device could be advanced with no problem and the stent graft was placed in the target site. There have been no adverse effects to the patient reported. Patient outcome: the patient recovered. There have been no adverse effects to the patient reported.